Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ based on the results of the investigation, the reported event is believed to have been caused by a damaged cable. A damaged cable would provide a poor connection and generate an e222 communication error. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the unit was displaying an error message. Colored bars along with error code e222 was displayed due to a faulty cable unit. Additionally, the rear cover label was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the olympus 4k autoclavable camera head because they were receiving error messages during preparation for an unspecified procedure. According to the initial reporter, the intended procedure was completed using a replacement camera. Upon device evaluation, color bars and an e222 error were discovered. This report is being submitted to capture the color bars and e222 error. There was no patient harm or consequence reported as a result of this event.